Event description:
Information was received that incident occured during testing; no patient involvement.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of a cassette not attached properly alarm. The investigation found that when a cassette was attached to the pump it duplicated the reported alarm. The investigation determined that a faulty downstream occlusion sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed "cassette not latched" messages. No adverse effects were reported.